Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a quick shocking sensation in the middle of their chest and are not feeling very well. It was further reported that the right ventricular (rv) lead exhibited t-wave over-sensing, ventricular under-sensing during atrialantitachycardia pacing. It was also noted that ventricular pacing looks atypical with clipping and sensing integrity counter (sic) count has been incrementing. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.